Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2004. Subsequently, a revision procedure has been indicated due to cup loosening and rotation; however, no revision procedure has been reported to date. Additional information received reported that patient underwent a revision procedure on (B)(6) 2015 due to cup loosening and rotation. The cup, liner and modular head were removed and replaced during the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2004. Subsequently, a revision procedure has been indicated due to cup loosening and rotation; however, no revision procedure has been reported to date. Additional information received reported that patient underwent a revision procedure on (B)(6) 2015 due to cup loosening and rotation. The all poly cup and modular head were removed and replaced with a metal shell, poly liner and modular head during the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity."

Event description:
It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2004. Subsequently, a revision procedure has been indicated due to cup loosening and rotation; however, no revision procedure has been reported to date.